Event description:
Mammo tech was performing a mammogram when received an electrical shock as she was compressing and had her foot on the compression pedal. Technologist said she felt the current in her left arm, from the finger to her shoulder.